Event description:
It was reported that the patient had three grand mal seizures on (B)(6) 2011, fracturing her arm. She was hospitalized until (B)(6) 2011. Approximately one month later the patient's right foot cramped up, and she could not walk on it. Her hcp ran some nerve tests and determined that she had neuropathy in her feet, which may have played a role in the foot cramping. It was reported that the hcp thought the patient's device may have been turned too high or the lead may have come undone or moved. The patient never had adjusted her settings. The patient was scheduled for a CT scan on (B)(6) 2011.

Manufacturer narrative:
Accessory model 37752, serial # (B)(4); lead model 39565-65, serial # (B)(4), implanted: (B)(6) 2009, explanted: unknown; programmer model 37743, serial # (B)(4).